Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had alarmed no delivery and a lot of other issues but the customer could not go into any further detail because the device prompted to be rewound. Troubleshooting was not completed due to disconnection while transferring the call. The blood glucose reading was not available. Unable to reach the customer after the dropped call. Nothing further reported.